Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), the physician noted that the luer hub of the cypher select plus 3.0 x 13 mm stent was cracked. The product was not clinically used in the pt. There was no reported pt injury. Additional info has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional info will be submitted within 30 days upon receipt.